Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in a biliary lithotripsy procedure performed in the common bile duct (cbd) on (B)(6) 2018. According to the complainant, during the procedure, severe resistance was met when trying to open the basket. After trying to manipulate the device to get the basket to open, the distal tip of the basket broke off. The basket was left to pass naturally. The procedure was completed with another trapezoid rx lithotripter basket. There were no serious injuries nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Investigation results: visual inspection of the returned lithotripter basket found the working length is kinked in several locations. The basket tip was not present and it was not returned for analysis. The basket was found in the closed/retracted position. Functional inspection was performed by actuating the handle and there was severe resistance for extending the basket due to the kinks found on the device. The device is designed to disengage the tip and the complaint information indicates that the device was manipulated several times. The directions for use states the following: "important: in the event the biliary calculi cannot be crushed, the trapezoid rx wireguided retrieval basket has been designed for the basket tip to disengage minimizing the potential for stone entrapment in the basket. Flushing may follow." The trapezoid rx product specification mentions "tip must detach at 25 lbs when force is applied to the trapezoid handle". Hence, it is highly possible that the customer used a force superior to 25 lbs while the product was being handled causing the detachment of the tip. The reported issue of "tip premature deployment" could not be functionally verified, therefore it was not confirmed and it was determined that the investigation conclusion code for this reported issue will be documented as no problem detected the device complaint or problem cannot be confirmed. The device condition (working length kinked in several locations) indicates that the device was excessively manipulated. Handling and manipulation of the device during procedure can lead to the device kinking and this condition can cause difficulty to extend the basket. Therefore, the investigation conclusion code for the for the encountered issues (working length kinked, issues to extend the basket) will be documented as cause traced to component failure since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in a biliary lithotripsy procedure performed in the common bile duct (cbd) on (B)(6) 2018. According to the complainant, during the procedure, severe resistance was met when trying to open the basket. After trying to manipulate the device to get the basket to open, the distal tip of the basket broke off. The basket was left to pass naturally. The procedure was completed with another trapezoid rx lithotripter basket. There were no serious injuries nor adverse patient effects reported as a result of this event.